Manufacturer narrative:
The review of provided data highlighted that the smartview connect device seems to work properly. It can probably not pair with the device alizea sn (B)(6) because this alizea device (included in the complaint (B)(4) ) faced a specific situation during its interrogation during its in-clinic follow-up on july 24: the combination of very specific conditions of ble activation status and telemetry head removal led to the interruption of the ble communication of this device. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the transmitter does not pair, it displays "communicating with your device".

Event description:
Reportedly, the transmitter does not pair, it displays "communicating with your device."

Event description:
Reportedly, the transmitter does not pair, it displays "communicating with your device"